Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be provide upon completion of the investigation.

Event description:
Procedure performed: laparoscopic reflux surgery. Event occured in (B)(6) 2017. Event description: very limited information as this happened some time ago but did not contact immediately datex has been completed for this patient standard set up, 30 degree scope, focused scope on the incision proceeded to enter (without insufflation) and saw red gained entry and found that the transverse mesocolon had been injured opened the patient, resolved the issue and carried the procedure out by laparotomy additional information received via email from territory manager on (B)(6) 2018: the products did meet all specifications and no malfunctions. The surgeon has been a regular user of applied medical trocars. I am going to work with the surgeon on fios as fios, he has not tried this before. Patient status: a patient injury or illness did occur associated with the complaint event. Patient has recovered as a result of this event.

Event description:
Event description: additional information received from the sales representative by email on february 09,2018: the type of trocars the surgeon has used before are models cff73 and cff03. They have used an optical separator in the past. Surgeon was using fios trocar as regular optical trocar, utilising direct trocar insertion, without insufflation. To the question: what sort of follow-up work has been done with the surgeon, and is there documentation of this? Response is: still awaiting laparoscopic cases appropriate for direct trocar entry technique to utilize fios as fios.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. The complainant did not allege any malfunction with the event unit. In the absence of the event unit, it is difficult to determine the exact root cause of the event. The instructions for use (IFU) states, "to minimize the risks associated with access port placement, ensure: appropriate patient positioning to shift organs away from access port placement site. Obturator tip is pointing away from major vessels, organs and other anatomic structures. Moderate, controlled pressure is employed when placing the access port." Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends.